Event description:
A customer contacted global technical services regarding assistance with disconnecting without capping the patient line while on the homechoice (hc) unit during dwell. The home patient (hp) reconnected before calling baxter. The technical service representative (tsr) assisted the home patient (hp) to end therapy early and instructed her to call nurse. No injury or medical intervention was reported. Product surveillance spoke with a nurse on (B)(6) 2010 regarding the reported problem. The nurse stated that the hp is fine and they gave her antibiotics as a preventative measure. The nurse said she reviewed appropriate procedure with the hp and that there were no product defects. No other information was available.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. The lot number was unknown therefore a batch review was not performed. Per the complaint information, the cause of reported condition was determined to be use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.